Event description:
The patient had increased lower back pain. An MRI (magnetic resonance imaging) was performed on (B)(6) 2014, which showed a spinal abscess. The pump and catheter were explanted on (B)(6) 2014 and discarded. The patient status was reported as ¿alive ¿ no injury¿. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).